Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light during procedure.

Event description:
It was reported that there was loss of light during procedure.

Manufacturer narrative:
Alleged failure: cib kim b biomed kept shutting off during po# temp . Delay: not informed how long. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause is wear and tear. Poor air flow may affect ventilation of the light source unit. This may result on intermittent loss of light. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.